Manufacturer narrative:
The implant was returned to manufacturer for evaluation. Manufacturer's trend analysis show that implant fracture and failure are low-rate adverse events, which are common for endosseus dental implants in clinical use.

Event description:
The clinician reports implant and prosthetic screw fracture in site ur2. Bone density 3. Implantation procedure didn't included flapless, immediate implantation, neither immediate load. The implant was removed. No further patient complications were reported.